Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a u.s. Marketed device (ob multipack USA). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00022. The manufacturer report number for the second product in this case is 8022269-2013-00023. The manufacturer report number for the third product in this case is 8022269-2013-00024. The manufacturer report number for the fourth product in this case is 8022269-2013-00025. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b tampons multi pack, vaginally, during normal menstruation (lot number 2922m7396, frequency and expiration date unspecified). After an unspecified duration, she noticed that the string of the regular sized tampon fell off while trying to remove the tampon. She further mentioned that she never had any problems with o.b tampons previously. This report had no adverse event and after she noticed the malfunction for the fourth time, she discontinued the device. This report considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b tampons multi pack, vaginally, during normal menstruation (lot number 2922m7396, frequency and expiration date unspecified). After an unspecified duration, she noticed that the string of the regular sized tampon fell off while trying to remove the tampon. She further mentioned that she never had any problems with ob tampons previously. This report had no adverse event and after she noticed the malfunction for the fourth time, she discontinued the device. This report considered a reportable malfunction case in the united states. Additional information received from quality assurance on (B)(6) 2013: the consumer reported problem was with the "regular" tampon contained within the multi pack, and therefore the complaint / investigation needs to be conducted for the "regular" product. Therefore the product involved was ob regular digital tampon ca and specific lot number was not specified by consumer. This product was not same/similar to a us device. This case was reassessed as non reportable case in the united states.

Manufacturer narrative:
This foreign report is being re-submitted on (B)(4) 2013 for the updated device, which is not considered same/similar to a us marketed device. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00022. The manufacturer report number for the second product in this case is 8022269-2013-00023. The manufacturer report number for the third product in this case is 8022269-2013-00024. The manufacturer report number for the fourth product in this case is 8022269-2013-00025. This closes out this report unless other additional significant information is received.